Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: mustang 6.0 x 40, 40cm was received for analysis. The recommended guidewire size for this device is 0.035. The device was returned with the customer's guidewire removed from the guidewire lumen. The investigator successfully loaded the device on to a boston scientific 0.035" guidewire and removed it with no issues encountered. A visual examination of the returned device found that the balloon had been inflated. No issues were noted with the balloon material. A visual examination of the markerbands identified no issues. Both markerbands were present in the correct place on the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation and was inflated at nominal pressure. After deflation and during removal, the device became stuck with the 35 non-boston scientific guidewire and a kink was noted inside the balloon material. Both devices were removed as one unit. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that catheter entrapment occurred. The 75% stenosed target lesion was located in a shunt in the mildly calcified and moderately tortuous vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation and was inflated at nominal pressure. After deflation and during removal, the device became stuck with the 35 non-boston scientific guidewire and a kink was noted inside the balloon material. Both devices were removed as one unit. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).